Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was deployed. To further reduce mr a second clip delivery system (cds) was advanced; however, it was observed that the first clip had opened approximately 30 degrees. The clip was confirmed stable on both leaflets. The second clip was deployed, and mr reduced to a grade of <1. The following day, transesophageal echocardiogram (tee) was performed and showed the clip was still attached to both leaflets. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed and without the device to analyze, a definitive cause for the reported mechanical issue- clip open-locked in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.